Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
Customer¿s mother reported via phone call that the customer experienced diabetic ketoacidosis and hyperglycemia. Customer¿s blood glucose level was 300 mg/dl and treated with manual injection. Customer also reported that the cannula was bent. The insulin pump will not be returned for analysis.